Event description:
It was reported that the pump did not work properly. The results of the investigation found that the device had a detached downstream occlusion (dso) seal. Reported status of device as during infusion, however, there was no patient harm.

Manufacturer narrative:
H3: one device was received. Device was visually and functionally tested. As the customer did not report any specific problems with the pump, it was unable to be confirmed. However, the downstream occlusion (dso) seal was found to be detached. The dso seal was replaced. The event history log was reviewed and many "high alarm displayed: downstream occlusion" messages were found. The primary problem found was a defective dso sensor. The dso sensor was replaced. After repairs, the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.